Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3886, lot# l94278, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported the patient did not have concerns with their device. They had received assistance from their healthcare provider or manufacturer representative and their concerns were resolved.

Event description:
It was reported the patient was unable to adjust stimulation due to the ¿call your doctor¿ icon and a power on reset (por) condition. The por was first seen two days prior to call. The patient did not think there was emi exposure. The patient experienced a loss of therapeutic effect and leakage at that time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.